Manufacturer narrative:
Investigation results: a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect of leakage. Q-syte sub-assembly lots: (B)(4). Per review of the dhrs it was concluded that all required challenge samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Observations and testing: observations and testing could not be performed because units were not received for investigation. Conclusions: confirmation of the defect stated in the product incident report could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Corrective action project / CAPA will not be initiated at this time. The defect described by the user could not be replicated with the returned units. Customer complaint trends are evaluated on a monthly interval. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter 22 gauge leaks at the q-syte. There was no report of exposure, injury or medical interventions.